Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803.

Event description:
It was reported that while using day aligners, the patient's tooth, over the past 3-4 weeks it only seemed to be moving up instead of in-line. There was 2-3 mm of empty space between the tip of the tooth and the bottom of the aligned. One tooth looked like it has been sawed off. Clinical support advised a rest period for intrusion of tooth #7.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.